Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarm caused by a failed force sensor flex assembly. The force sensor flex assembly was replaced.

Event description:
It was reported that a device was alarming for a constant downstream occlusion during routine testing. It was also reported that there was no patient injury.